Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. X-ray review demonstrated lucencies involving the greater tuberosity with peripheral sclerosis. There was also inferior and anterior subluxation of the humeral head with respect to the glenoid. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: 113630, comp primary stem 10mm mini, lot 380740; 113954, md hybrid glenoid base 4mm, lot 356170; pt-113950, glenoid post, lot 450770; 118001, taper, lot 293410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10284, 0001825034-2019-01487.

Event description:
It has been reported that approximately 4 years post implantation, the patient had a complaint of l shoulder pain, mild in nature with overexertion, and radiographs revealed mild lucencies around the superior shaft. Attempts have been made and no further information has been provided.